Event description:
It was reported that a large volume multirate infusor leaked. The leak was identified before the device was connected to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 13, 2014 to june 14, 2014. The device was returned for evaluation. A visual inspection identified that there was a leak coming from the multirate control module housing. The cause of the leak could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.